Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 07oct2019. The o2 sensor (ce) was returned to failure investigation (fi) for evaluation. There were no signs of external damage or contamination. The visual inspection of this external o2 sensor did reveal that the label was removed. This customer returned external o2 sensor will be installed into the fi test ventilator. With this external o2 sensor installed (extended self-test) est failed with the oxygen sensor analog to digital and the oxygen accuracy test failed. The manufacturer¿s international service technician replaced the defective o2 sensor to address the reported problem. The unit successfully passed the required performance verification test. This customer returned external o2 sensor is out of specification. The age cannot be determined due to the missing label. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18june2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective o2 fuel cell sensor to address the reported problem. The unit successfully passed the required performance verification test. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated.

Event description:
The customer reported o2 sensor test failing in (extended self-test) est. The device was not in use at the time of the reported event; therefore, there was no patient involvement.